Manufacturer narrative:
Investigation: bd has not been provided with a photo or sample for catalog 304000 lot 180319 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. Retained samples of the same product and lot have been reviewed and no discrepancies or non-conformances were identified. Bd believes a defective hub connection issue took place. Based on our experience, this issue could occur because of a defective connectivity due to a defective luer dimensions or any damage in the syringe tip, but it could be also related with the handling of the product as some insufficient adjustment between of the devices. Bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's.

Event description:
It was reported that during use of the bd microlance¿ 3 needle the needle separated from the syringe. Foreign complaint the following information was provided by the initial reporter, translated from french to english: during product application, the syringe skipped from the needle during application.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd microlance¿ 3 needle the needle separated from the syringe. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: during product application, the syringe skipped from the needle during application.